Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Expiration date and manufacturing date corrected. An event regarding a fractured device involving a reverse crossover component was reported. The event was not confirmed. Device evaluation not performed as no devices were returned or made available for evaluation. Medical evaluation not performed as no medical records were provided. Device history review was satisfactory. Complaint history review indicates that there are no other similar events for the lot. The reported event was not confirmed. It is not possible to determine a root cause for this case as no medical records or explanted components were provided for this investigation. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient came to the surgeon in (B)(6) 2014 with a patella fracture. He was scheduled for a patellectomy. The surgeon's plan during surgery was to change the tibial poly bearings, bushings and bumper. During surgery it was noted that the medial side of the tibial bearing had broken off and the femoral bushings were cracked. A new gmr's distal femur was implanted along with new tibial poly, bushings, bearing, axle and bumper.

Event description:
It was reported that the patient came to the surgeon in (B)(6) 2014 with a patella fracture. He was scheduled for a patellectomy. The surgeon's plan during surgery was to change the tibial poly bearings, bushings and bumper. During surgery it was noted that the medial side of the tibial bearing had broken off and the femoral bushings were cracked. A new gmrs distal femur was implanted along with new tibial poly, bushings, bearing, axle and bumper.